Event description:
When inserting the intravascular ultrasound (ivus) catheter over the choice floppy guidewire, the wire kinked and snapped off. The wire was already inserted into the body of the patient and across the lesion. The wire was completely clean, and wiped off with heparinized saline. The wire was inserted smoothly and just kinked and snapped at the distal end of the wire approximately 10 inches from the end of the wire.